Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found the o-ring gasket to the uv light hose had been damaged causing the reported event. The technician replaced the o-ring gasket, tested the unit, and confirmed it to be operating according to specifications, and returned it to service. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their system 1e processor onto the floor. No report of injury.